Event description:
It was reported that the port was implanted in the right internal jugular vein and approximately three months post placement, the patient allegedly complained of pain during infusion of anti-cancer agent. Reportedly, the healthcare provider suspected catheter damage and removed the device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one MRI powerport isp with 8fr groshong catheter was returned. A microscopic, tactile and function evaluation was performed. Gross examination revealed residue throughout. Multiple access attempts were observed at the port septum. The tactile evaluation revealed very mild necking throughout the catheter and it is unknown if device handling during removal contributed to observed condition. The microscopic inspection noted slight instrument damage to the port body, adjacent to the cath-lock, likely left behind by forceps during cath-lock placement. Functional evaluation noted that the sample was patent to infusion and aspiration with no leaks observed. As the use conditions cannot be replicated and no objective evidence has been identified to confirm an alleged deficiency with the port-a-catheter, the investigation will remain inconclusive for the reported pain during infusion. A definitive root cause could not be determined based upon available information. Per the reported event details, the issue presented approximately three months post port placement. It is unknown whether patient and/or procedural factors contributed to the reported event. Possible contributing factors include contamination during implantation, contamination during use, and/or patient condition; however, the lack of objective evidence prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the port was implanted in the right internal jugular vein and approximately one year and three months post placement, the patient allegedly complained of pain during infusion of anti-cancer agent. Reportedly, the healthcare provider suspected catheter damage and removed the device. There was no reported patient injury.